Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch ultra link meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information when medical surveillance specialist (mss) made a follow up call to the patient. The reporter alleged that the alleged inaccuracy began on (B)(6) 2015, 3pm. The patient reported to mss that he manages his diabetes with insulin pump therapy and on "(B)(6) 2015" as a result of the pump not working he developed symptoms of "diabetic ketoacidosis". At 12:00pm that day he attended emergency room (ER) and claimed that his blood had read at over "900mg/dl" on a hospital device. The patient remained in hospital overnight and the following day " (B)(6) 2015" he reported that as part of his diabetes management the nurse obtained a blood glucose result of "304mg/dl" on the subject meter compared to "222mg/dl" on the nurses meter (accucheck), performed less than 30 minutes of each other. Based on statistical methodology, the calculated differences of these glucose results exceed lifescan's criteria for accuracy. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the sample was obtained from an approved site and the correct testing steps were carried out. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The symptoms the patient experienced were as a result of the insulin pump failure and not the lfs meter. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs' accuracy criteria.